Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: moved into uterus"), pelvic pain ("pelvic pain"), uterine cancer ("tumor / teratoma / cancer type: uterus") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's concurrent conditions included ovarian cyst, uterine bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with uterine haemorrhage, pelvic pain (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain lower ("severe cramping/ lower abdomen pain"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), bacterial infection ("bacterial infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), skin disorder ("skin conditions"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue.") And the second episode of abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with essure procedure (removal of coils), ophorectomy (one side removal)) and surgery (hysterectomy with essure procedure (removal of coils), ophorectomy (one side removal)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, bacterial infection, urinary tract infection, vaginal infection, female sexual dysfunction, rash, skin disorder, migraine and nausea outcome was unknown, the pelvic pain, uterine cancer, allergy to metals, dyspareunia, vaginal discharge, fatigue, dysmenorrhoea and the last episode of abdominal pain lower was resolving and the vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, bacterial infection, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: most, if not all symptoms- decreased. Concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain,genital haemorrhage, most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Plaintiff demographics updated and concomitant disease. Essure indication updated. New events hormonal changes, abnormal bleeding (vaginal, menorrhagia), hypersensitivity reaction, infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), infection (other):: bacterial, malposition of essure device location of device: moved into uterus, rashes or skin conditions, migraines / headaches, nausea, nickel allergy, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: uterus, vaginal discharge, fatigue and patient does not underwent essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: moved into uterus"), pelvic pain ("pelvic pain"), uterine cancer ("tumor / teratoma / cancer type: uterus") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's concurrent conditions included ovarian cyst, uterine bleeding and ovarian cyst. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), skin reaction ("allergic or hypersensitivity reaction : skin reaction"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue."), hot flush ("hormonal changes describe: hot flashes"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and headache ("headache") and was found to have uterine cancer (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with uterine haemorrhage, abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain lower ("severe cramping/ lower abdomen pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), bacterial infection ("bacterial infection"), skin disorder ("skin conditions") and the second episode of abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, skin reaction, cystitis, bacterial infection, urinary tract infection, vaginal infection, female sexual dysfunction, rash, skin disorder, migraine, nausea, hot flush and ovarian cyst outcome was unknown, the pelvic pain, uterine cancer, allergy to metals, dyspareunia, vaginal discharge, fatigue, dysmenorrhoea and the last episode of abdominal pain lower was resolving and the vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, bacterial infection, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, skin disorder, skin reaction, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: most, if not all symptoms- decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain,genital haemorrhage. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received : new events, " hormonal changes describe: hot flashes, reproductive system disorder or condition type of disorder or condition: ovarian cyst, headache " were added. Event allergic or hypersensitivity reaction type was updated to skin reaction. Patient¿s information was updated. Patient¿s demographics were updated. Surgery was added. Onset dates were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: moved into uterus'), pelvic pain ('pelvic pain'), uterine cancer ('tumor / teratoma / cancer type: uterus') and genital haemorrhage ('heavy abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. B60744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's concurrent conditions included ovarian cyst, uterine bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction : skin reaction"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue."), hot flush ("hormonal changes describe: hot flashes"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and headache ("headache") and was found to have uterine cancer (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with uterine haemorrhage, abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), cramp in lower abdomen ("severe cramping/ lower abdomen pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), bacterial infection ("bacterial infection"), skin disorder ("skin conditions") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, cramp in lower abdomen, hormone level abnormal, vaginal haemorrhage, menorrhagia, dermatitis allergic, cystitis, bacterial infection, urinary tract infection, vaginal infection, female sexual dysfunction, rash, skin disorder, migraine, nausea, hot flush and ovarian cyst outcome was unknown, the pelvic pain, uterine cancer, allergy to metals, dyspareunia, vaginal discharge, fatigue, dysmenorrhoea and abdominal pain lower was resolving and the vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, bacterial infection, cramp in lower abdomen, cystitis, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, skin disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and abdominal pain lower to be related to essure. The reporter commented: most, if not all symptoms- decreased discrepancy noted for essure removal date- (B)(6) 2016 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain,genital haemorrhage, batch no b60744 production date 2013-08-06 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: moved into uterus'), pelvic pain ('pelvic pain'), uterine cancer ('tumor / teratoma / cancer type: uterus') and genital haemorrhage ('heavy abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. B60744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's concurrent conditions included ovarian cyst, uterine bleeding and ovarian cyst. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction : skin reaction"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue."), hot flush ("hormonal changes describe: hot flashes"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and headache ("headache") and was found to have uterine cancer (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with uterine haemorrhage, abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), cramp in lower abdomen ("severe cramping/ lower abdomen pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), bacterial infection ("bacterial infection"), skin disorder ("skin conditions") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, cramp in lower abdomen, hormone level abnormal, vaginal haemorrhage, menorrhagia, dermatitis allergic, cystitis, bacterial infection, urinary tract infection, vaginal infection, female sexual dysfunction, rash, skin disorder, migraine, nausea, hot flush and ovarian cyst outcome was unknown, the pelvic pain, uterine cancer, allergy to metals, dyspareunia, vaginal discharge, fatigue, dysmenorrhoea and abdominal pain lower was resolving and the vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, bacterial infection, cramp in lower abdomen, cystitis, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, skin disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and abdominal pain lower to be related to essure. No further causality assessment were provided for the product. The reporter commented: most, if not all symptoms- decreased discrepancy noted for essure removal date (B)(6) 2016 (per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain,genital haemorrhage, most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.